Event description:
A customer contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) issue that occurred while on the homechoice (hc) machine during dwell 1. The home patient (hp) reported that he had a program change that day and took out the last fill volume / initial drain alarm. The hp stated that he did have a last fill that morning, but did not know how much it was. The hp also stated that the fill volume might have also been increased accidently. The hp stated that he felt overfilled and bloated. The technical service representative (tsr) assisted the hp to sit-up for draining. The hp drained out a total of 4745ml. The tsr explained that hc would need to be swapped. After hp drained out, the tsr recommended that hp end therapy and call nurse as soon as possible. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Per the iipv callscript, the hp reported feeling overfull, bloated, expanded abdomen. The hp had symptoms at the time of the call and connected to cycler. Draining relieved symptoms. Hp's largest prescribed fill volume (lpfv) = 2300ml. The drain volume of 4745ml ml is greater than 160% of the lpfv (2300ml). Therefore, the volumes reported fulfill the criteria consistent with iipv event. This is an iipv event. During a follow-up with the hp, it was revealed that the issue was resolved, and it was found that there was an error in how they had programmed. The hp explained that the therapy was recently changed where the hp went from a 6l bag to a 5l bag, but the clinic had not updated the procard to reflect that change. The hp stated that the therapy settings have been updated and he had resumed therapy without any further issues. The hp stated that he has kept the same hc machine as there were no problems with it, and returned the newly delivered one. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported condition of increased intra-peritoneal volume (iipv) was confirmed over the phone. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv. The device history record review was performed and a failure of system pneumatic leak test was identified. The machine was reworked and passed all subsequent testing prior to release. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The cause of the reported issue was determined to be excess fluid infused - programming not confirmed before use. This issue is being investigated through a CAPA.